Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted and the cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system cine images would flicker and the foot switch would stick. No pt injury was reported.